Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the nc trek noted no blood or contrast visible. The balloon was tightly folded. There was a kink in the support wire 10.2 centimeters (cm) proximal to the guide wire exit notch. There was a bend in the hypotube 49 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as a new guide wire was back loaded through the catheter with no resistance noted. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all products are 100% checked for damage and balloon profile. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as the catheter was advanced through a new guiding catheter with no resistance noted. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure to treat a lesion in the circumflex artery, an attempt was made to advance the 3.0 x 12 mm nc trek rx dilatation catheter through the guiding catheter and strong resistance was felt at the distal end. The dilatation catheter was not able to be advanced out of the catheter and the device was retracted. It was noted that the guide wire had not exited correctly through the guide wire lumen of the dilatation catheter and damage occurred to the guide wire lumen of the dilatation catheter caused by the guide wire. A new nc trek and guide wire were used to complete dilatation. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.